Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a spontaneous report by a nurse from the (B)(6) of perforated bowel and unspecified peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed a "perforated bowel causing peritonitis." On (B)(6) 2010, the patient was hospitalized due to the perforated bowel and unspecified peritonitis. The nurse did not provide information regarding treatment. It was not reported whether pd therapy was ongoing at the time of the events. The patient had not recovered from the events.

Event description:
It was reported that the pt was explanted due to medical reasons. No further info was given at this time.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient's medical condition, as identified by the patient's nurse in the complaint file. Since no sample was available for evaluation and there is no allegation of a specific product failure causing the peritonitis, no product causes for the peritonitis are identified. A batch review was performed for suspect lot numbers (gd876490, gd875567, and gd874842), with no defects noted. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.